Event description:
During a procedure the subject device detached on an unexpected place. The physician managed to implant the subject device into the aneurysm and the patient was reported to be doing well.